Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an inappropriate elective replacement indicator (eri) trigger on the implantable pulse generator (ipg). The ipg was reprogrammed to its original settings and remains in use. No patient complications have been reported as a result of this event.